Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the proximal left anterior descending artery. The 3.0x38mm rx xience prime stent delivery system (sds) failed to cross the lesion due to the patient's anatomy and a proximal shaft separation occurred. The separated segment was retrieved easily without using any other accessories. There were no adverse patient effects and no reported clinically significant delay in the procedure. A 2.75x38mm xience prime stent was used to successfully complete the procedure. There was no additional information provided.